Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter. The customer's blood glucose level was 1732 mg/dl. Customer went to the emergency room and was admitted to the intensive care unit (ICU) with ketones. Customer was treated with an IV and insulin injections every 4 hours. Treatment resolved the issue and customer was released (B)(6)2025.